Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("intercourse pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding / bleeding') in a 27-year-old female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea. Concurrent conditions included abdominal pain, bloating and allergic rhinitis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control as well as cetirizine hydrochloride, cetirizine hydrochloride (zyrtec allergy) and paroxetine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti occurred after essure placement"). On (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."), 1 year 4 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dyspareunia ("intercourse pain/ painful intercourse"), abdominal pain lower ("cramping / lower abdominal pain"), abdominal discomfort ("abdominal discomfort"), metrorrhagia ("abnormal bleeding between cycles"), coital bleeding ("bleeding intercourse"), menstrual disorder ("abnormal cycles") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysuria, dysmenorrhoea, vaginal discharge, alopecia, menstrual disorder and abdominal distension outcome was unknown, the last episode of dyspareunia, fatigue, abdominal discomfort, metrorrhagia, coital bleeding and abdominal pain had resolved and the urinary tract infection was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, coital bleeding, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2015. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; in (B)(6) 2015: negative.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received ¿ new event gastrointestinal or digestive system condition type: bloating and abdominal pain were added. Concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding / bleeding") in a 27-year-old female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse") and vaginal discharge ("vaginal discharge"). In october 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti occurred after essure placement"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dyspareunia ("intercourse pain"), abdominal pain lower ("cramping / lower abdominal pain"), abdominal discomfort ("abdominal discomfort"), metrorrhagia ("abnormal bleeding between cycles"), coital bleeding ("bleeding intercourse") and menstrual disorder ("abnormal cycles"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysuria, dysmenorrhoea, vaginal discharge, alopecia and menstrual disorder outcome was unknown, the urinary tract infection was resolving and the fatigue, abdominal discomfort, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, coital bleeding, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; in (B)(6) 2015: negative.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: several uti occurred after essure placement, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: painful urination, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, abdominal discomfort, abnormal bleeding between cycles, bleeding intercourse, abnormal menses. Reporter information, aka name, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding / bleeding") in a 27-year-old female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti occurred after essure placement"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dyspareunia ("intercourse pain"), abdominal pain lower ("cramping / lower abdominal pain"), abdominal discomfort ("abdominal discomfort"), metrorrhagia ("abnormal bleeding between cycles"), coital bleeding ("bleeding intercourse") and menstrual disorder ("abnormal cycles"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysuria, dysmenorrhoea, vaginal discharge, alopecia and menstrual disorder outcome was unknown, the urinary tract infection was resolving and the fatigue, abdominal discomfort, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, coital bleeding, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; in (B)(6) 2015: negative.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("intercourse pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.